Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high and undefined impedance values as well as high thresholds. The lead was capped and replaced. The patient had a bleed following the operation which required a drain to be placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.